Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and a new aus was implanted. It was indicated that there were no mechanical issues with the explanted device, however there was a "patient failure". No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.